Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump had shorter than expected battery life. The reporter stated that the threads on the battery cap and compartment were damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned to animas and evaluated on 1/20/2015 with the following findings: the battery compartment was cracked on the side near the threads and cracked from the bumper pad to the cover. There was no stripped battery compartment threads observed with the investigation, but the returned battery cap did have stripped threads. The battery cap was unable to attach in a way that allowed the pump to power on. A test battery cap was able to power up the pump. The pump¿s black box showed evidence of a partially charged battery installed during a battery change on (B)(6) 2015. The pump¿s current draws were measured to be within specifications. There was no evidence of internal moisture or damage to the power circuit found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.